Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that the patient's infusion set needle snapped-off after insertion and was stuck on patient's body. The patient was admitted to hospital on (B)(6) 2024 with blood glucose level of 30 mmol/l and skin irritation. The patient underwent surgery. No further information available.